Manufacturer narrative:
Other applicable components are: product ID 3093-28 lot# v475127 serial# implanted: (B)(6)2010 explanted: (B)(6) 2017 product type lead. Product ID 3093-33 lot# v557158 serial# implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type lead. Product ID 3093-28 lot# v475127 serial# implanted: explanted: (B)(6) 2011 product type lead. Product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) who reported that the patient decreased efficacy and was having to continually increase stimulation. No know causes were associated with this issue and after battery life assessment and impedance checks removal and replacement of the system was conducted. When removal was conducted it was discovered that the lead was fractured prior to removal and as a result complete removal of one of the leads was not possible. The issue was reported as resolved at the time of this report. There were no further complication reported or anticipated.